Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Insulin pump had a crack at battery compartment. Customer tried new battery but still received battery failed alarm. Contacts were neither damaged nor corroded. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring : black on (B)(6) 2022 the customer alleged failed battery test alarm and cosmetic damage (cracked battery compartment). The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked case on corner of belt clip rails, cracked case on battery tube, cracked case on display window corner, cracked battery tube threads, and corroded battery tube identified during the visual inspection. Device was cut open to perform visual inspection and found moisture damage on the pcba 1. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history, these battery related alarms were found: failed battery alarm on 02/08/2022 at 20:39:57, 20:42:56, low battery alarm on 02/10/2022 at 22:04:00, on 02/11/2022 at 13:09:00, replace battery alarm on 02/11/2022 at 07:35:00, insert battery alarm on 02/08/2022 at 20:39:57, 20:40:34, 21:03:45, on 02/11/2022 at 08:04:15, 13:57:31. Device passed self test, sleep current measurement, active current measurement and displacement test. No unexpected failed battery, low battery, replace battery, nor insert battery alarms during testing. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails, cracked case on battery tube, and cracked battery tube threads was noted. Customer alleged for failed battery test alarm was confirmed. Moisture damage was confirmed on the pcba 1 and corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.